Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. Reportedly, the pump and the transmitter were out of range. The customer's blood glucose level was 250 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.